Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/16/2016 that on (B)(6) 2016 the receiver display screen became frozen. No additional event or patient information is available. The complaint device was returned for evaluation. Tthe device was visually inspected and no defect was found. A "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.